Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and bad sensor alerts. The customer's blood glucose level at the time of incident was 125 mg/dl. The customer states their levels had been as low as 50 mg/dl. Troubleshoot was conducted. The customer was advised the serter and sensor would be replaced.